Event description:
It was reported that stent dislodgement occurred. The in-stent restenosd target lesion was located in the right coronary artery (rca). After one synergy xd drug-eluting stent (des) was implanted in the proximal to mid rca, a second synergy xd des was advanced in an attempt to treat a distal rca lesion with the aid of a non-boston scientific guide extension catheter. The second stent was caught on the struts of the deployed stent and came off the balloon. There was no damage to the implanted stent. The second stent was ballooned against the vessel wall and the procedure was completed. There were no patient complications reported and the patient was stable.